Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that there is a line across display screen that does not light up making it difficult to read display screen. Customer did not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.